Event description:
Same case as MDR ID# 2134265-2013-05783 and MDR ID # 2134265-2013-05785. It was reported that an automatic pullback failure occurred. During the procedure the mdu was only able to moved for the first 20mm and the auto pullback stopped, but the counter on the monitor continued incrementing. They could not confirm if the counter on the mdu was moving. They set up the mdu with a sled and try to run auto pullback using a simulator. They completed the procedure with this device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).